Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. No sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. No sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.